Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer stated that the events leading to her admission was sweating, body pain, dizzy, and nausea. The customer stated that she was treated with the insulin pump and manual injections. The customer stated that she went through a full body scanner while wearing the insulin pump, but she did not receive any error or alarms. The customer stated that the insulin pump appeared to have a frozen screen and was stuck on the home screen. The battery was changed and the insulin pump still did not change. The customer was wearing the device at time of call and has been receiving many bad battery alarms. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.